Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the device. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. This patient did not have any recently documented issues with the liberty select cycler. End stage renal disease (esrd) remains a disease with extraordinarily high mortality rates despite decreases in recent years. Esrd patients have a 2.5 times higher mortality rate than patients with cancer. Based on the limited information and no evidence or allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patients reported death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a registered nurse (rn) to fresenius customer service (cs) that a peritoneal dialysis (pd) patient passed away while connected to the cycler during pd treatment. There were no reported cycler issues prior to the death. Additional information was requested, but to date, has not been provided.

Event description:
It was reported by a registered nurse (rn) to fresenius customer service (cs) that a peritoneal dialysis (pd) patient passed away while connected to the cycler during pd treatment. There were no reported cycler issues prior to the death. Additional information was requested, but to date, has not been provided.

Manufacturer narrative:
H3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A product history review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the product history review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a registered nurse (rn) to fresenius customer service (cs) that a peritoneal dialysis (pd) patient passed away while connected to the cycler during pd treatment. There were no reported cycler issues prior to the death. Additional information was requested, but to date, has not been provided.

Manufacturer narrative:
Additional information: d9, h3, h6 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without failures. The cycler weighed fill volume values were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An internal visual inspection of the returned cycler encountered no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.